Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the a lead warning was triggered due to low impedance on the right atrial lead. The lead had switched polarity from bipolar to unipolar. The lead was left in the unipolar configuration and is still in use. No patient complications have been reported as a result of this event.